Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: n/a.

Event description:
It was reported that a box of bd¿ 3 ml syringes/needles combination contained 10 syringes with cracked barrels. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a box of bd¿ 3 ml syringes/needles combination contained 10 syringes with cracked barrels. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: two 5ml syringes and a top web from a package were received and evaluated. The top web indicated batch #8206917 (p/n 305663). Both syringes had near identical looking cracks to the left of the scale markings extending lengthwise approximately 1.5 inches. Both barrels also had small scratch marks in the same location near the step of the barrel. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel defect is associated with the assembly process.